Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device displayed a decrease in remaining longevity of 2.5 years to 3 months over the past year. A request was made to have data from this device analyzed. Data analysis confirmed the battery was outperforming the nominal model and has exceeded longevity expectations. However, the voltage has now fallen below the expected level and this swing results in a rapid change in the longevity projection. Device replacement within the next 90 days was recommended due to the unpredictable behavior of the battery. The device remains in service at this time and no adverse patient effects were reported.